Event description:
During a pci / stenting treatment procedure, the sentinol biliary stent became stuck on the guide wire. The patient was asymptomatic during this event. The lesion being treated was a calcified, 75% stenotic lesion in a tortuous superficial femoral artery. The physician used a 6f introducer sheath for vascular access. The sentinol biliary stent and guide wire were removed as one unit, and another stent system of the same type and size was used to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'stable'.